Event description:
Multiple lots of ivac sets leaking, breaking loose, catching air: 9/30/97 heplock ivac #20039e, lot # 707419, 10/24/97 secondary tubing ivac #72213iv, lot #707429, 11/5/97 secondary tubing ivac unk lot #706421, 11/6/97 primary ivac unk, lot # 707584, and 11/13/97 primary ivac #59293e, lot #706572.